Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis observed brown particles and air voids on the shell of the device. The device was noted to be deformed. A weight test verified the weight of the implant was within specification. Discontinuity of the gel was observed. The events of seroma, lymphoma alcl, inflammation, lymphadenopathy, and infection are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for removal was due to seroma, lymphoma alcl, and lymphadenopathy. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Health professional reported enlargement of right breast, "periprosthetic fluid," and diagnosis of anaplastic large cell lymphoma. Pathology results confirmed "cd30 positive, alk negative." "Redness, pain and warmness," "enlarged lymph nodes," rupture, and "possible infection" were later reported. Treatment included a capsulectomy and the device was explanted. Chemotherapy was given as treatment following explant.

Manufacturer narrative:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl). Allergan did not submit this MDR within 30 days of allergan¿s decision to initiate the remedial action. Allergan has initiated an investigation to address late mdrs submitted related to 2011068-7/2/19-001-r.

Event description:
Allergan is submitting this follow-up MDR in accordance with 21 cfr 803 following the recall of biocell® textured breast implants and tissue expanders in relation to the uncommon incidence of breast implant-associated anaplastic large cell lymphoma (bia-alcl).